Manufacturer narrative:
Correction: section d4 serial number, catalog number, section h4.

Event description:
It was reported that the quick bolus/wake button on the pump was difficult to press, requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the customer on temporary measures to improve button engagement. Customer continued to use pump for insulin therapy.